Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrence, emotional distress and a product problem. Additionally, the plaintiff experienced severe urgency, urinary frequency, nocturia, discomfort with voiding, hypertonic neurogenic bladder, uninhibited bladder contractions, recurrent urinary tract infection, mild retention, pelvic pain, irritative bowel symptoms, microhematuria, vaginal mesh erosion, vaginal bleeding, and prickly sensation in her perineum. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially submitted on the summary report dated (B)(4) 2014 under exemption e2013032. Additionally, this was submitted on the summary report dated (B)(4) 2015 under exemption (B)(4). Lawyer-filed report.